Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned with setscrew marks on the terminal pin. There were some deformed coils found as well as electro cautery damage. Additionally there was bodily fluid found in the lumen as well as some silicone abrasion which appears to be due to lead on lead abrasion.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged from the coronary sinus (cs) and was not capturing in the lv. This lead was explanted and successfully replaced.to date, no adverse patient effects have been reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.